Manufacturer narrative:
The field service engineer replaced the melted pump head, the gear pump head, and the degasser. Air was purged from the lines. All instrument mechanism checks were successful after the repair. All calibration and controls were within range.

Event description:
The initial reporter stated there was a leak behind the cobas 6000 e 601 module. The issue was determined to be caused by a magnet pump head which overheated and melted due to lack of water flow. The lack of water flow was due to air introduced into the system for an unknown reason. Contamination from the melted pump head flowed into the degasser and gear pump head, blocking the flow of water. No patient results were affected due to the issue.

Manufacturer narrative:
Calibration and controls were within acceptable ranges after the service actions. The investigation determined the service actions resolved the issue.